Event description:
Information received from the field notes that the patient had a pacemaker mediated tachycardia that was initiated by an unsensed p wave and noncapture of the subsequent atrial spike. Attempts to resolve the problem with program- ming were unsuccessful.